Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient believes they are allergic to the material of the cannula. Every pod that is placed they get an abscess that takes two weeks to heal and leaves scars. Additionally, the patient feels a burning sensation when delivering a bolus at the pod site. The patient has not yet visited their doctor about the issue.